Event description:
Multiple falsely depressed patient results were obtained on multiple complete metabolic panel assays on an advia 1800 instrument. The initial results were not reported to physician(s). The same samples were repeated on an alternate advia 1800 instrument. The repeated results were reported, as the correct results, to the physician(s). The customer did not provide specific assays or results. The customer also indicated that there was a delay of two hours in processing urine drug screen tests due to running maintenance and quality control on the original instrument. There are no known reports of patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
A united states (us) customer reported multiple falsely depressed patient results were obtained on an advia 1800 instrument. Quality controls recovered acceptably on the day of the event. The customer reported that the dilution pipetting probe (dpp) had a drip/droplet on its tip. The customer indicated that dilution pipetting probe (dpp) did not appear bent or warp. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse performed dpp primes, replaced the dilution probe aspiration pump (dip) seals, and performed a wash. The customer also verified qc. The cause of the depressed patient results is unknown. Siemens is investigating the incident.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00392 on 29dec2022. Additional information (11jan2023): the customer service engineer (cse) performed dilution pipetting probe (dpp) primes, replaced the dilution probe aspiration pump (dip) seals, and performed a wash 2, resolving the issue. System was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.